Event description:
Encore biopsy probe was attached to the driver. Vacuum and saline rinse connections were attached. Calibration of device was begun which should begin flow of saline. There was no saline in the device, so manual procedure to begin flow was attempted several times. Saline would not flow into collection chamber. The entire probe needed to be removed and replaced with a new one. All functioned properly with new probe from different lot.